Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and no delivery during normal use. Customer's blood glucose was 300 mg/dl. The customer stated the drive support cap is ok and sensor is not being used. The customer reported that when the piston reaches the reservoir the drive support cap goes out of the pump to the opposite direction. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was send oow letter.